Event description:
According to the complaint, on 24-may-2024 samples for false low lactate and potassium were measured on the abl90 flex plus analyzer (serial no. (B)(6)) with following measurements on the lactate parameter obtained: 24-may-2024 at 07:48 lactate of 2.0 mmol/l (discrepant measurement on abl90 flex plus analyzer (serial no. (B)(6))). 24-may-2024 at 07:48 potassium of 1.7 mmol/l (discrepant measurement on abl90 flex plus analyzer (serial no. (B)(6))). 24-may-2024 at 07:55 lactate of 5.5 mmol/l (comparison measurement - rerun at lab abl90 flex plus). No comparison value received for potassium at this time. Based on these, the customer reported the measurement from abl90 flex plus analyzer (serial no. (B)(6)) as false low.

Manufacturer narrative:
Comparison test made, but most likely the rootcause is not to be found in analyzer or its parts, but leads to suspect some kind of sample issue (air, polution etc).